Event description:
Additional information received reported that the patient experienced back pain and hip pain on the right side of the body when walking. According to the family, the implantable neurostimulator (ins) had not worked for some time. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the battery was dead because, the patient did not use it. It was not helping the pain it was implanted for because, the healthcare provider (hcp) was just trying things out to see what worked. The device did not malfunction; they were just not the option that helped. They just wanted the device out of the patient because the patient was in pain because of their hip. The pain was not related to the spinal cord system devices. The family's focus was to get the hip issues resolved at the time of the report. The scs devices were not their priority. They would eventually like to get the device explanted. No future appointments were made regarding the scs with any hcp.

Event description:
It was reported an overdischarge was suspected. It was logged the patient thought the last time she charged her neurostimulator(ins) was 1 week prior to report but she tried to keep the ins charged. It was noted that the day prior to report the patient went to charge the ins and could not establish communication with the recharger or patient programmer and her ins. It was noted the patient did not really use her stimulation and could not remember the last time she felt stimulation. It was logged the patient had had hip replacement surgery on both hips and patient's left leg killed her with pain ever since the surgery and she walked with a bad limp. It was then reported the patient's back and left leg did not hurt until when she would walk in her home. It was reported the hip surgery was not done right or she did something wrong so she had to have additional surgery to correct it. It was later reported that the patient was hurting so bad. This occurred (B)(6) 2013. The programmer was dead and wasn¿t working. The patient¿s implantable neurostimulator (ins) had been dead since (B)(6) 2014. The patient stopped using their stimulator because it wasn¿t working for the patient. The patient had a hip replacement. When they did that they noted the patient couldn¿t have pain from it because it was a hip replacement. This was in 2011. But, the patient kept having the pain so that was when the healthcare provider (hcp) noted it had to ¿be their back¿ and implanted the pain stimulator. The patient came to find out that the patient actually had a fracture in their hip which was causing the pain and therefore the reason why the hip replacement wasn¿t helping the patient¿s pain. So, the patient never needed the pain stimulator because the patient¿s issues and pains were from the fractures in the patient¿s hip. The patient would like to have the ins removed. The patient was going to be getting an MRI. The reason for the MRI was because of the hip problems the patient was having. The hip problems had never gone away since 2011. The patient had a hip revision performed in 2014. The facility was refusing to perform an MRI because of the patients implant. The patient previously had an MRI at a different facility and they performed the MRI without all this trouble. The MRI was not related to the device, it was of the t and l spine. The hcp was told by the patient that the device did not work anymore and they did not have any of the parts, meaning the programmer etc. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#:(B)(4), product type: recharger. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. (B)(4).